Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port was damaged and could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, it was reported that an inaccurate fill estimate was received and an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer's blood glucose level ranged from 50 to 121 mg/dl which was addressed by ingesting carbohydrates. Reportedly, the customer continued to use the pump and has an alternate pump for insulin therapy.